Event description:
It was originally reported that the pt experienced pain at the neurostimulator site and "all over" when the stimulation was on. This started about 3 months ago and it was noted that she fell a lot, but usually fell forward. The pt visited her physician and met with the company representative and her device was successfully reprogrammed. She subsequently had the device removed. Additional information was requested.

Manufacturer narrative:
(B) (4).